Manufacturer narrative:
The investigation of automated impella controller (aic) - battery failure (red alarm) has been completed. After reviewing the logs, the reported battery failure issue was confirmed. There was an instance of battery failure alarm found on the reported occurrence date. The console was tested after arriving in field service. Battery failure issue was able to be reproduced. The root cause of this issue was an internal cell imbalance in battery d9 date device returned to manufacturer added g1 reporting contact facility name was inadvertently left blank on manufacturer device report 1220648-2024-13019.

Manufacturer narrative:
The aic was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted.

Event description:
The user facility reported that during a routine check, the pump was turned on and automated impella controller (aic) had a battery failure. Aic was removed from service. There was no patient involvement.